Event description:
A physician reported a pt who was originally skin tested yrs ago (exact date not known) with negative results. The pt has had multiple treatments since that time without adverse event. On 5 may 1998, the pt was treated in the nasolabial folds, oral commissures, and periorbital areas. Since the time of treatment, the pt has had redness and swelling at the right nasolabial fold with bumpiness at the left nasolabial fold and periorbital areas. The pt was first examined in follow up on 19 may 1998, and presented with these symptoms. On 6 july 1998, the pt was again examined, and the symptoms persisted. The physician prescribed a medrol dosepak on 6 july 1998. As of 16 july 1998, the pt has not been re-examined. No other medical or surgical intervention has been planned or prescribed. The physician believed the symptoms possibly represented a hypersensitivity.